Event description:
It was reported that stimulation is intermittent. It was further reported that two days prior to the report the patient's stimulation turned off on it's own, turned back on, and then turned off again. This all happened in an "an hour timeframe." It was noted that the device had been off since this occurrence. It was also reported the patient did not see the "middle line" of icons on her patient programmer which show her current program. The patient also reportedly could turn stimulation up but did not feel the stimulation. It was noted that the patient was last programmed "earlier this year." Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information indicated leads and extensions had been explanted and replaced due to breakage and loss of therapy. Impedance values on electrodes 8-12 and 14-15 were > 10,000 ohms. No patient death was reported. The patient recovered without sequela.

Event description:
Additional information received reported that the patient received assistance form her health care provider (hcp) or a manufacture r epresented and her concerns were resolved. It was further reported that the patient will need to have surgery to correct her issue. It was noted that the patient was still having concerns regarding her device or therapy but she is working with her hcp and had an appointment '(B)(6) 2012.' A few weeks later it was reported that patient had a loss of therapeutic effect and that she was not getting stimulation. The last time the patient felt stimulation was a week and a half before (B)(6) 2012, which was the reason the patient saw the manufacture representative. The patient's hcp reportedly did an x-ray. It was noted that the patient was on her third or fourth device. It was also reported that the patient had a 'work injury' since 1997 'on her right foot and had discomfort in both feet all the way to her lower back.' It was further reported that the patient has polymyalgia. The patient was reportedly taking baclofen, oxycodone, tylenol, trazodone, and methadone. It was also reported that symptoms began following a fall or some form of trauma. The patient reportedly fell in the summer of 2012 on a wet boat dock. Therapy worked fine for a few months (2-3 months) and then the patient noticed a return of symptoms. It was reported that the patient was running bath water and her therapy 'just quit' and when she got into the tub therapy 'started up.' It was also reported that it was discovered that the the patient had 'a couple broken wires in her spine and will need surgery.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) found that the body had been broken due to overstress or damage. Conductors 0, and 7 on that extension were broken 15 cm from the distal end and the outer insulation was melted. Analysis of the extension (serial # (B)(4)) found that the body had been broken due to over stress or damage. Conductors 1, 2, and 5 on that extension were broken 12 cm from the distal end. The outer insulation had been melted. Analysis of the lead (lot # v564235031) found that the outer insulation had been melted and it was suspected that this was due to cautery. Analysis of the lead (lot # (B)(4)) found that the body had been broken at the anchor site. Conductors 0, 3, 4, 5, 6, and 7 of that lead were broken 17 cm from the distal end.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3487a-33, lot# j0555565v, implanted: (B)(6) 2005, product type: lead. Product ID: 3210, serial# (B)(4), implanted: (B)(6) 2005, product type: transmitter. (B)(4).